Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced 4 infusion set leakage at site event on 17-jun-2024. Infusion set has been used for few hours. Blood glucose level was 22 mmol/l. Customer replaced infusion set and resumed insulin successfully. No further information available.